Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist attended an online meeting with the customer. During troubleshooting, the hospital information technology (hit) team resolved the issue and asked users to perform testing. All users were able to log in without any issues. The hit team confirmed that the issue had been resolved and advised that the case could be closed. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system user role had issues activating users. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.